Event description:
Information received indicates product performance problems occurred during the procedure with no effect to the patient. The hcp stated a temperature below 9 degrees could not be obtained on the unit. The device was changed out during the case with no patient complications reported.